Manufacturer narrative:
Device analysis by MFR: returned product consisted of the rotapro atherectomy device. The burr was not returned for analysis. The advancer, drive shaft, handshake connections, sheath and coil were visually and microscopically examined. Inspection of the device found that the coil had been stretched and detached at the point of separation from the burr. Product analysis confirmed the reported event, as the coil was stretched and detached at the point of separation from the burr.

Event description:
It was reported that a burr detachment occurred. A rotapro 1.50mm selected for use during a rotational atherectomy procedure. The target lesion was located in the right coronary artery (rca) and was severely calcified and moderately tortuous. The physician did four successful passes of the rca using the rotapro 1.50mm burr, however it was then noted that the burr was no longer moving. Upon pulling to rotapro device back it was noted that the burr was completely detached from the device, but the burr was still connected to the rotawire. The rotapro device was completely removed from the patient, while the burr stayed inside the patient connected to the rotawire. A non-bsc wire was then advanced along the rotawire and was used to retrieve the burr from the patient. No patient complications were reported due to this event.